Event description:
During a robotic assisted modified radical hysterectomy and bilateral para - aortic lymphadenectomy, the insulating sheath on the monopolar scissors malfunctioned and leaked electricity on to the atherosclerotic aorta. This created an aortic tear which necessitated converting to a laparotomy and a vascular surgeon to repair the aortic injury.